Manufacturer narrative:
Recall #: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03890. The pt reported she experiences uncomfortable heating while charging. The pt also reported she is experiencing intermittent communication between her scs ipg and charging system and is no longer receiving stimulation. Additionally, the pt programmer indicates the scs ipg battery is low. Subsequently, the pt was sent a low energy replacement charging system and advised of the change in charging duration. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.